Event description:
Baxter thailand reports two blood leaks into the dialysate at the onset of pt treatments. One incident reports the dialyzer was replaced with one of the same lot number and the treatment continued without incident. No pt injury or medical intervention was reported.